Event description:
The customer reported that the ventilator was alarming and would not power on. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician verified the customer reported problem. The service technician replaced the cpu pcb board to address the findings. Performance verification testing was completed and passed to operating specifications. Factory analysis of the returned cpu board revealed a component failure on the cpu pcb. The noted failure may result in loss of 3.3 volt supply, which may prevent operation of the device during use in normal ventilation. If in use, the patient must be placed on another means of ventilatory support.